Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator was crooked, so she had surgery on (B)(6) 2021 to reposition the implantable neurostimulator and it was really sore in the area. It was thought that the implantable neurostimulator might not have been positioned correctly again. The patient had another revision surgery on (B)(6) 2022 because the implantable neurostimulator came loose.